Event description:
Related manufacturer reference number: 2017865-2022-04966. It was reported that during routine pacemaker replacement, the set screw was unable to be engaged due to stripping and the right ventricular (rv) lead was unable to be disconnected from the header. The physician elected to explant and replace the rv lead and the pacemaker. The patient condition was stable.

Event description:
New information received notes patient weight was 65 kilograms.